Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing. Device reprogramming took place and the device was reprogrammed to two zones of 220 and 250 beats per minute from 200 and 250 beats per minute, in addition the secondary sensing vector was tested. The patient received another inappropriate shocks due to t wave oversensing. The physician needed additional review to see if only one shock zone should be programmed and which sensing vector would be best for this patient. A review of remote monitoring device data by technical services (ts) confirmed the reported observations and ts discussed performing an in office follow up for further evaluation of the system. Ts provided recommendations and noted that observed morphology changes could be related to the patient, but further testing is needed to determine if morphology changes could be related to the system. Ts noted that it would be important to understand if the change in morphology observed in the primary sensing vector was also noted in the secondary and alternate sensing vectors, but as no device data was uploaded it was not possible to know how other vectors appeared previously. No adverse patient effects were reported. This device remains implanted.